Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was damage to the 16th distal stent wrap with struts raised. The device returned with the guidewire locked in the inner lumen. Com code : c50190

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a distal cx lesion exhibiting 50% stenosis with no calcification. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray or any issues removing the device from the hoop/tray. The device was not inspected prior to use. It was reported that during the procedure the physician did not give instruction to measure the lesion and therefore according to scrub sister the artery was smaller than 2mm. The stent was inserted and resistance were felt. The stent was taken out and there was damage to the struts. The case was aborted. No patient injury reported. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device. Resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.